Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. There was no adverse impact to customer's blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received, a supplemental for will be completed.